Manufacturer narrative:
Initial reporter name and address:: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured on its distal side at 2atm within for 5 seconds. The device was removed and the procedure was completed with another of same device. No patient complication were reported and the patient was in good condition post procedure.